Event description:
As reported by the user facility through medwatch: "underinfusion in some instances." Drug library is installed in pumps, clinicians input volume and time of infusion. When pump alarmed that infusion was complete, fluid still in container, so they have to program more volume or add more time to the pump to ensure that all solution is delivered. In some instances, infusing chemo via piggyback. Facility new to pump, has been using for a few months. No pt injuries. Medwatch # (B)(4). Ref MFR report #8610825-2013-00127.